Event description:
It was reported that the patient presented remotely. Review of the transmission revealed that the right ventricular (rv) lead exhibited episodes of post-paced t-wave over-sensing. The lead was reprogrammed. The patient was in stable condition.